Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient had received multiple inappropriate shocks due to oversensing of noise. Testing of the subcutaneous implantable cardioverter defibrillator (s-ICD) system was able to elicit noise on all three vectors. Surgical intervention was performed and the s-ICD and electrode were explanted and replaced. During the procedure, no anomalies were observed with the s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.